Event description:
During a ptca procedure, there was an issue with a bmw guide wire. The problem with the guide wire marker was that it leads to significant confusion, particularly when deploying the kissing stents. When deploying kissing stents, the marker adds two markers to the four markers on the kissing stents. It is easy to mistake a guide wire marker for a stent delivery balloon marker and deploy the stent in the wrong place. The physician mistook the guide wire marker for a stent marker, and the stent was deployed quite proximal to its intended location. The stent was deployed extending from about 10 mm proximal to the left main, through the left main and slightly into the ramus (its intended target). Fortunately, the stent was able to be retrieved with a snare device without any clinical consequence.